Manufacturer narrative:
Model number/catalog number: 720157-01. Serial number: n/a. Batch/lot number: 1100321438. Model/catalog description: cuff fgs 3.5 cm inhibizone. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100697088. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Recurrent incontinence is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician confirmed that the device did not coapt. It was reported that the pump remained locked and did not refill, with pump collapse dimpling observed, reportedly due to a fluid leak in the system. The device was explanted and replaced. There were no further patient complications.